Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the dissection balloon was torn so space could not be created. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon had a small puncture hole. The obturator, lock collar and trocar balloon appeared to be intact. The inflation syringe was received. The insufflation bulb was received. The circular seal for the dissector balloon appeared intact. A functional evaluation found that the dissector balloon could not be inflated because air leaked out of the puncture hole. The trocar balloon was inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the puncture in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.